Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The healthcare provider (hcp) reported the device was not yet explanted, patient was referred back to surgeon. The cause of the code 323 and eos was cardiac defibrillation. Patient was provided options on replacement but the issue is not yet resolved as the device is still implanted. The rep reported neither the patient or the physician said that the device/therapy caused the patient to have afib.

Manufacturer narrative:
New information indicates the afib, requiring hospitalization and defibrillation, cause unrelated to the device/therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported service code 323 when attempting to connect through the mystimpc app. Agent inquired as to whether patient had any cardiac procedures recently and patient stated they had just gotten released from being in the hospital for a couple of days due to afib. Patient commented that the device was turned off, but they did have to be shocked in the ambulance. Agent provided nas and the patient was redirected to healthcare provider to further address. No symptoms were reported. Additional information was received, it was reported that when the representative tried to connect the patient programmer they see the eos message with code 302. Technical services (tss) reviewed code associated with possible cardiac event. Additional information was received, it was reported the patient's battery pack had to be replaced, the patient was going to have a new battery put in soon. Additional information was received, it was reported the last visit with the patient was on (B)(6) , 2026 with their representative present. As of the 22nd the ins was malfunctioning and no longer functional, likely secondary to defibrillation. They suspected it was non-functional due to stimulation but could not clarify if that meant defibrillation/afib was not caused by the device/therapy. Due to ins malfunction the patient reported increased pain but patient remained functional. The patient had an additional appointment with their hcp in june.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.